Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included upper respiratory infection, dizziness, inflammation and vaginal discharge. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menometrorrhagia ("excessive menstrual cycle with irregular bleeding"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (da vinci tlh/ bso (interpreted as total bilateral salpingectomy and bilateral salpingo-oophorectomy)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, menometrorrhagia, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menometrorrhagia, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: on the patient's right side, there were one to two coils visible after placement. On the left side, the physician could not see any coils visible after this was placed in her tube.. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.